Event description:
The device evaluation has been completed for this case. The device was received with the external slider 4 mm from the front grip, the thumbwheel 2 mm from the rear grip and a 5 mm gap between the broken graft cover sections. There was also a kink in the graft cover approximately 88mm from the distal end of the graft cover, which corresponded with the stent stop/stent graft junction. The external slider was fully retracted and then the device was cut just past the vestamid section of the graft cover to allow for hand deployment of the stent graft. Neither sections of the broken graft cover showed signs of yielding or necking. The edges were inspected and were found to be slightly warped. In addition, the pebax section of graft cover had a small divot on one side. Both graft cover sections were inspected and an 11 mm heat affected zone was noted on the t-tube (vestamid) side while no heat affected zone was observed on the radiopaque marker (pebax) side. The graft cover was broken at the graft cover bond. The root cause of the event could not be conclusively determined; however the kink in the delivery system at the stent graft/stent stop junction may have contributed.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (deployment difficulties) 212 unapproved use of device (unapproved use of device); (cuff graft cover break is unknown) evaluation codes, conclusions: off ¿label, unapproved or contraindicated use (treating a pre-operative rupture); known inherent risk of a procedure (deployment difficulties); other (cuff graft cover break is unknown). (B)(4).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Two endurant aortic cuffs were implanted for the treatment of a migrated stent graft with a type I endoleak and contained abdominal aortic aneurysm rupture. The aneurysm and vessel morphology at the time of implant are unknown. The patient presented emergently with abdominal pain. The CT revealed that the aortic neck is 28-31 mm in diameter, conical in shape, no angulation, and disease progression. The stent graft has migrated distally 8 cm with a large proximal type I endoleak and a contained rupture. The physician intended to implant two endurant aortic cuffs, the first aortic cuff. An endurant aortic cuff 32x32x49 was successfully implanted proximal to the migrated stent graft. The next device endurant aortic cuff 32x32x70 was inserted to the intended landing zone however as soon as the physician turned the deployment handle (no issues during the prep of the device, there were no issues during the wiping down of the device) the physician heard a noise but continued to rotate the handle however the graft cover was not moving therefore the stent graft was not deploying. The entire device was removed from the patient, it was noted outside of the patient, that half way up the outer graft cover it was separated in two pieces, in a circular pattern. The patient was treated with endurant aortic cuff 36x36x70 endurant aortic cuff, the migration and endoleak were resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results, conclusion: excessive tensile force was applied during the retraction of the graft cover.